Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an intramedullary (im) nail hip procedure, the flexible shaft connector broke apart. Procedure was completed successfully. Patient¿s outcome reported as stable. It is unknown if there was a surgical delay. This report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 351.16j; synthes lot: 4775225; release to warehouse date: september 08, 2004; manufacturing site: synthes (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation. The customer reported the flexible shaft connector broke apart. The repair technician reported the device was in pieces, and one of the pins was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: chuck pin. The item was repaired per the inspection sheet, passed synthes final inspection on november 19, 2018 and will be returned to the customer upon completion of the service and repair process. Service record router completed. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer no design or manufacturing issues were identified, therefore, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.